Event description:
It was reported that high capture threshold and high pacing impedance was observed on the left ventricular (lv) lead. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.